Event description:
It was reported to medtronic minimed that the customer received pump error 23 (post-reset ram crc alarm), pump error 49 (history pointers failed. The history pointers are corrupted.), pump error 53 (software error detected), pump error 68 (trace pointers are invalid.) And pump error 75 (power supply test failed during self-test.). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for pump error alarm. Customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated that pump requireed replacement. Troubleshoting was performed for pump error 23. Customer was able to clear error and complete rewind process. Pump was not recently placed in storage mode or without a battery for > 8 hours. Error has occurred more than once after a battery change, and the pump will be replaced. No harm requiring medical intervention was reported. Mmt-1884l was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might have triggered the reason for the complaint. Unit passed the displacement test, active and inactive current measurement test, and self test. During the download review on 07/08/2025 12:56:03.000, 23 were recorded. Per r&d investigation, line number= 672, file number= 39 was due to a corrupted data/invalid pointer. The problem is isolated to the electronic assembly. The unit was cut open, and a visual inspection was conducted on the connectors and electronic assemblies. Per visual inspection, all connectors, including the motor flex connector, were plugged in properly. No moisture damage noted during visual inspection; unit was isolated to the electronic stack. The following cosmetic damages were noted: pillowing keypad overlay, scratched case, and stained keypad overlay. In conclusion, pump error 23 was confirmed using download history files due to corrupted data/invalid pointers. Isolated to electronic assemblies. However, customer concerns of pump error 53, 49, 68, and 75 were not confirmed as they were not noted whilst testing or during download history review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.